Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. This device was subsequently explanted and replaced. This pacemaker is expected to be returned for analysis. No additional adverse patient effects were reported.